Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician predilated the tortuous lesion in the left circumflex artery with an unknown size balloon. The physician then attempted to deliver the taxus express2 3.0x20mm drug eluting stent, but was unsuccessful. After removing the catheter, it was noticed that there was "a slight detachment of the stent at the proximal edge." A ptca was done to successfully complete the procedure. No patient complications were reported.